Event description:
It was reported a clinical study pt had a benign prostatic hyperplasia(bph) procedure on (B)(6) 2012. Ninety-one days post procedure, the pt presented with retrograde ejaculation, onset date (B)(6) 2012. No further information was available.

Manufacturer narrative:
Pt code: used for retrograde ejaculation.